Event description:
The device was used during a video assisted thoracic surgery procedure. Reportedly, the instrument jammed. The surgeon was able to remove the device and complete the procedure. The hospital has reported no pt injury occurred.